Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The photo shows an open kit tray containing the tunneler ,catheter tube, vein pick ,syringe ,needle and non-coring needle. Adjacent to tray another tray is placed containing the port and catheter tube which are bloody. Therefore, the investigation is inconclusive for the reported difficult to flush issues and obstruction of flow as exact circumstances of the reported event cannot be verified from photo. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient diagnosed with cholangiocarcinoma underwent m.r.I. Ultra slimport implantation surgery for postoperative adjuvant chemotherapy. On (B)(6) 2025, the procedure involved puncturing the right subclavian vein and placing the port at the t6 location. Following implantation, the port base exhibited poor flush flow and seat clogged flushing cannot be changed with significant resistance. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient diagnosed with cholangiocarcinoma underwent m.r.I. Ultra slimport implantation in t6 location via right subclavian vein for postoperative adjuvant chemotherapy. On (B)(6) 2025, following the port placement, it was reported that the port base exhibited poor flush flow with significant resistance, rendering the device unusable for its intended purpose. There was no reported patient injury.